Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown did the patient receive any pre-op radiation or chemotherapy? Unknown could you please describe how the anastomosis was created to include all surgical devices used in the creation of the anastomosis? Side to side anastomosis with tlc and tx. When was the leak identified? Unknown how was the leak identified? Unknown were there any staple formation issues at any time during care? No what was the relation of the leak to the staple line? Unknown how was the leak addressed? Unknown what is the current patient status? Recovered.

Event description:
It was reported that post-op to an open colon procedure, the patient returned with a leak along the staple line. The doctor noted nothing unusual while firing the linear stapler during the procedure. The patient required a reoperation to resolve the leak. No product will be returned.